Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed, and a 31mm watchman flx pro closure device was selected to be used. During the procedure, the patient was intubated, and a transesophageal echocardiography (tee) probe was placed to pre-size the laa for closure device implantation. A 31mm closure device was tentatively selected prior to the start of the case. Access was obtained via the right femoral vein, and a non-boston scientific (bsc) 8-french preface sheath was inserted to perform the transseptal puncture (tsp). A brockenbrough (brk) needle was advanced through the preface sheath, and transseptal access into the left atrium was successfully achieved under tee guidance. The preface sheath was then exchanged for a watchman trusteer access system (was) sheath, and a pigtail catheter was advanced into the appendage for venography. The pigtail catheter was exchanged for the 31mm closure device, which was advanced and deployed. The procedure was initially completed without issues, meeting all position, anchor, size, and seal (pass) criteria prior to release. After the physician released the closure device and retracted the was sheath into the right atrium, an immediate shift of the closure device occurred, resulting in complete embolization into the left atrium within minutes, prior to removal of the tee probe. Transseptal access was reestablished, and a non-bsc cordis biopsy forceps were inserted through the was sheath. The closure device was successfully snared with the forceps and partially withdrawn into the was sheath. At that point, the physician withdrew the entire system across the septum into the right atrium and subsequently into the superior vena cava (svc), and the closure device was removed from the body without complication or difficulty. The laa was remeasured using tee to verify ostial dimensions, and a 27mm closure device was implanted without complications and successfully closing the appendage. No pericardial effusion was noted at any time during the procedure, and the patient was admitted for overnight monitoring. The patient is expected to fully recover.